Manufacturer narrative:
Philips service ordered a geo module and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movements were partially available, and enmv was high at startup on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.